Manufacturer narrative:
Additional device information: model no. 34-34-80l, lot no. W09-0749-006, expiration date: 04/01/2012. Review of work orders/lot records, prior reports. No issues were noted. The technician inadvertently overinflated the balloon, perforating the aortic neck.

Event description:
In 2009, patient implant of a 28-16-120bl bifurcated device and a 34-34-100rle suprarenal proximal extension. During post-dilatation ballooning, the tech inadvertently over inflated the balloon, which perforated the aortic neck. A 34-34-80le infrarenal proximal extension and a palmaz stent were placed to exclude the perforation. No endoleak noted at the end of the case. Follow up images revealed a pseudoaneurysm due to the neck perforation, which was leaking into the primary aneurysm. Two months later, an attempt to treat the pseudoaneurysm was made with an additional 34-34-80l, however, unable to get good seal. The decision was made to convert the patient to open repair and explant all devices. The patient tolerated the procedure well.